Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response and button error alarm due to moisture damage on keypad traces. The insulin pump had a cracked lcd window, cracked display window corner, cracked battery tube threads, cracked belt clip slot at battery tube threads area and cracked tube lip.

Event description:
Customer reported that she received a button error alarm on her insulin pump and is unable to clear it. Customer stated the numbers are ramping on the bolus screen. Blood glucose reading 107mg/dl. Nothing further reported.